Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was achieved and the pt ambulated one hr after the procedure without difficulty. The pt was then discharged home, approx 7-8 hrs later, profuse bleeding was noted from the puncture site. The pt held manual pressure until the paramedics arrived; by the time he presented at the ER, only a slight ooze was observed. The pt was sent home with noted ecchymosis and a small hematoma. As of 09/02/1998 there has been no further report to the MFR of complication or pt sequelae.